Manufacturer narrative:
Concomtaint medical device: product ID: 977a260, serial/lot# (B)(4), product type lead. Product ID: 977a260, serial/lot# (B)(4), product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-sep-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jan-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The patient (pt) requested a call back from a field rep. Pt stated that they have been struggling to get results from therapy since implant. Pt stated they want to talk with a rep to bring them up to speed about their current situation. Pt stated pt has never gotten stim positioned correctly to solve pain problems. Pt stated is not sure if the leads have moved/ migrated. Pt mentioned that they have a "hip situation" since 3-4 weeks ago. Pt is "bone on bone" at this point and is getting ready for hip replacement surgery so wants to resolve stim problem right away. On (B)(6) 2022 the rep clarified that the patient (pt) reported their "hip situation" and need for hip replacement surgery was unrelated to the device/therapy. The cause of not getting therapy since implant and never got stim positioned correctly was due to a lead migration. Patient reported they had a lead revision after the leads migrated. The issue was not resolved as the pt declined to meet with the rep to work on programming because pt wanted to focus on other health problems pt is experiencing that are unrelated to the scs system. Weight was unknown. Information was confirmed with the hcp.